Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer fell while wearing the insulin pump and the display was blank. Caller stated that there was no visible physical damage to the insulin pump. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.